Event description:
Healthcare professional reported, a left side rupture. And capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, dark ring, brown particles material was found on the shell. And the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified, broken/opening striated and wear abrasion. Based on the device analysis, the final assessment is: a striated edge broken in the side anterior assessed, as surgical damage. One opening striated in the side anterior assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade IV. Device has been explanted.